Event description:
A cartridge change error was reported with the pump. There was no adverse impact to the customer's blood glucose level. The customer was guided by technical support to inspect and clean the pump's components, and attempt to reload the cartridge. Despite these efforts, the cartridge could not be successfully loaded, and the customer was referred to further technical support for escalated troubleshooting.